Event description:
Customer reportedly noted a build up of pressure in the machine. There was no reported pt injury. Ge healthcare investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.